Event description:
The product was used during a tah procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.